Event description:
The customer reported operational errors. Further information was received from the fse indicating that there was a communication failure error message and intermittent functionality. There is a no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.